Event description:
It was reported that the patient was in more pain when stimulation was turned on. It was noted that this had started in (B)(6) 2012. The patient reported no falls or accidents prior to this. It was also noted that the patient¿s physician was hoping to do an MRI soon to see what was wrong with the implantable neurostimulator (ins) because he thought he could fix it.

Event description:
Additional information received reported that the patient wanted his implantable neurostimulator (ins) removed for an MRI and another surgery. The MRI was not related to the ins, but it was related to the indication for use. The patient had a torn nerve in his spine. The patient reportedly found a surgeon that could fix the torn nerve. The patient would like a manufacturer representative at his appointment (B)(6) 2013 to check his ins.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).